Event description:
During product examination by a baxter service technician, a flo-gard infusion pump was found to have experienced the f-38 alarm. This pump was returned by the customer as an end of service device with no alleged deficiencies. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event. The device was visually examined and functionally tested by a baxter technician. The cause of the f-38 alarm is unknown. An f-38 alarm is related to a malfunction in the tube misloading detection circuitry. When this occurs it is recommended that the force sensing resistors (fsrs) be replaced. The device will not be repaired as it will be sent for destruction. If any additional relevant information is received, a supplemental report will be submitted.